Event description:
Event description guidant received information that this ventricular implantable lead was repositioned and; subsequently, this cardiac resynchronization therapy defibrillator (crt-d) displayed noise on the rate/sense and shock channels that was oversensed and resulted in pacing inhibition. Additional information was received that an invasive procedure was performed in order to verify lead to device connections. The connections looked fine but the noise continued.